Manufacturer narrative:
B3 date of event is approximate. Month and year of the event were confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient (pt) with an implantable neurostimulator (ins).  Hcp  reported the implant wouldn't stay in MRI mode last week. During the call caller got no device found. Caller plugged the recharger and got excellent. Both the controller and implant were at 70%. Caller mentioned they already went through MRI mode but it wouldn't stay in MRI mode. Agent redirected caller to the patient's hcp so that a manufacturer representative (rep) could unpair then pair the controller to the implant. An e-mail was sent to reps for visibility. Rep responded "this has been taken care of". No symptoms were reported. Additional information was received from the rep. Rep was unable to clarify the implant not staying in MRI mode reporting the MRI tech described that they could not communicate with the inswhen rep spoke with them. Rep reports the cause was not determined. Rep reports troubleshooting the issue by resetting the patient programmer and then pairing to the ins. Rep reports the issue was resolved.